Event description:
Boston scientific received information that during an explant procedure, this right ventricular (rv) lead was cut by the physician. The lead was then surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.